Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support regarding a blood glucose elevation to 223 mg/dl after the patient ate without announcing the meal, and education was provided on proper meal announcement and the device¿s correction algorithm. Symptoms included no acute effects. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included user interview and troubleshooting with education on use. Investigation of this case revealed that the device functioned as designed and that the high glucose was associated with a missed meal announcement, consistent with user-related use error. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement.